Event description:
Patient after 5 years has been scanned and the stent has fractured. "As per complaint form": this patient has been scanned approx 5 years after stent implantation. The stent was noted to have fractured. I am awaiting further information from dr kumar, who notified me of this event in passing.

Manufacturer narrative:
PMA/510(k) # = this specific zilver ptx tw device is currently not cleared / approved in the us. However, this device is considered 'similar' to other zilver® ptx® drug eluting peripheral stent devices currently marketed in the us therefore MDR reporting criteria applicable to this event. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031 information pertaining to as follows: importer site contact and address: (B)(4). Importer site establishment registration number: (B)(4). Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
PMA/510(k) # = this specific zilver ptx tw device is currently not cleared / approved in the us. However, this device is considered 'similar' to other zilver® ptx® drug eluting peripheral stent devices currently marketed in the us therefore MDR reporting criteria applicable to this event. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Importer site contact and address: (B)(6). Cook medical incorporated (cmi) (B)(4). Importer site establishment registration number: (B)(4). Device evaluation: the ziv6-35-80-6.0-100-ptx device of lot number c918000 involved in this complaint was implanted in the patient, and was not available for evaluation. With the information provided, a document based investigation was conducted. Lab evaluation ¿ n/a. Document review: prior to distribution ziv6-35-80-6.0-100-ptx devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for ziv6-35-80-6.0-100-ptx of lot number c918000 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c918000. There is no evidence to suggest that the customer did not follow the instructions for use. However, it should be noted that stent strut fracture is listed as a known potential adverse event within the IFU. Image review: images were provided to support the complaint investigation. They were reviewed through cook research inc. (Cri) and the following comments were provided by the independent reviewer: impression: a type 3 fracture of the distal ziv6 stent is confirmed. A type 1 fracture slightly more distal is suspected. The type 3 fracture resulted in a small pseudoaneurysm but no stenosis. The type 3 fracture occurred at the expected location of the adductor canal and was associated with distal sfa and p1 segment lengthening. The distal sfa and p1 segment biomechanics at the adductor canal present a significant challenge to stent integrity with knee and hip flexion. Root cause review: a definitive root cause could not be determined from the available information. A possible root cause could be attributed to excessive pressure being exerted on the stent as a result of the location of the stent within the patient. As per the imaging review ¿the distal sfa and p1 segment biomechanics at the adductor canal present a significant challenge to stent integrity with knee and hip flexion¿. It is possible that flexion of the knee and hip joint caused and/or contributed to stent fatigue resulting in the type 3 stent fracture. Summary: complaint is confirmed as the failure was verified in the image(s). No adverse effects to the patient and/or medical intervention have been reported as a result of this event. However, this has not been confirmed by the site. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Patient after 5 years has been scanned and the stent has fractured. "As per complaint form": this patient has been scanned approx 5 years after stent implantation. The stent was noted to have fractured. I am awaiting further information from dr (B)(6), who notified me of this event in passing.

Manufacturer narrative:
PMA/510(k) # = this specific zilver ptx tw device is currently not cleared / approved in the us. However, this device is considered 'similar' to other zilver® ptx® drug eluting peripheral stent devices currently marketed in the us therefore MDR reporting criteria applicable to this event. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Patient after 5 years has been scanned and the stent has fractured. As per complaint form: "this patient has been scanned approx 5 years after stent implantation. The stent was noted to have fractured. I am awaiting further information from dr (B)(6), who notified me of this event in passing."